Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported by the patient that he receives an occlusion and hyperglycemia. Infusion set was placed in abdomen. High blood glucose level was 450 mg/dl at the time of incident and current level was 360 mg/dl and treated by manual injection. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.